Event description:
It was additionally reported that the cause for no external power alarm was unknown. The mpu was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect, low power hazard, and no external power alarms was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025, low power hazard, power cable disconnect, and no external power alarms were active due to a loss of alternating current (ac) power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery provided power to the system during the event. Pump operation was not affected. The heartmate mobile power unit (mpu) (B)(6) was not returned for analysis. Provided information stated the mpu has the v-lock connector, it was unknown if the ac power cord came loose, it was unknown if environmental circumstances affected ac power, and the mpu was not exchanged. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8- ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6- ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for analysis for low flows. The event log captured power cable disconnect, low power hazard, no external while connected to mobile power unit (mpu) at 12:40. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as controller¿s emergency backup battery (ebb) function as intended. The alarms resolved upon mpu regaining power. Otherwise, there were no other notable alarm conditions or parameter changes. The mcs equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.